Event description:
It was reported that during an unk procedure, the device would not release from the vessel after it had been fired. The surgeon had to pull the device off the vessel. The vessel had some damage but they were able to complete the transaction with a new device. The new device was used to continue the procedure. The pt is ok.

Manufacturer narrative:
Info anticipated, but unavailable at this time.